Manufacturer narrative:
(B)(4) the prov50 device, lot number 115672, was not returned for evaluation; however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue.

Event description:
On (B)(6) 2022, a patient underwent an off-pump, left atrial appendage management (laam) surgical procedure. The physician placed a prov50 clip, but the clip was not deployed at base of laa per tee multiangle view. The physician readjusted the clip position and bleeding was observed near the laa. The cause of the bleed was undetermined and the physician noted that the patient had friable tissue. The bleeding did not stop post clip deployment, so the physician performed a sternotomy. Surgeon placed a second prov50 on the base of the laa under direct visualization to control bleeding. The bleeding slowed but did not stop, so patient was put onto cpb to get hemostasis. The bleed was repaired and hemostasis was achieved. The patient was stable post-procedure. This was a procedural complication with no reported device malfunctions.